Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) "pump dies sometimes, " and "lately the pump has been doing weird things, this complaint is being reported as the pump 'dying' indicates a power loss. . There was no indication that the product caused or contributed to an adverse event.